Manufacturer narrative:
(B)(4). Batch # ni. Additional information: the surgeon used one buttressing on the firing, as opposed to two.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the first firing was with a black reload with one buttressing. The device fired and when the jaws were opened, the surgeon saw that a few staples in the proximal section of the staple line deployed but did not form and there was some oozing. The surgeon oversewed the staple line laparoscopically using suture to reinforce the staple line achieve hemostasis. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n57207. The analysis found that one plee60a device was returned with no apparent damage and with a gst60t partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.